Event description:
Litigation alleges patient had diminished physical function, pain, impairment and limited range of motion after asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had diminished physical function, pain, impairment and limited range of motion after asr hip implant. Doi: (B)(6) 2007 (right hip), dor: none reported. Patient is resident of (B)(6). Update (9/28/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 3 nov 2014 - der rcvd. Updated dor and surgeon and sales rep information. No further reason(s) for revision received.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Update rec¿d (B)(6) 2015 - ppd with medical records received. Patient revised to address adverse metal reaction. Upon revision, cloudy fluid and metallic staining of peri-articular tissues were noted. Depuy head and stryker acetabular cup and liner implanted. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.